Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) monitor was displaying six times the amount being administered. The field service rep (fsr) spoke with the user facility's biomedical engineer (biomed) while she was in front of the pump. The biomed found that the cpg cable from the base was not connected to the cpg pump. It was connected to a different pump, which would have provided the cpg monitor with incorrect calculated flow-rate for volume tracking. Biomed connected the cpg cable to the correct pump (#2 from left with 4:1 tubing size already selected). The device was not changed out, as customer continued to use the unit but did manual calculations to mitigate the problem. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.